Manufacturer narrative:
H3 - device evaluated by manufacturer? Changed from blank to yes.

Manufacturer narrative:
Upon initial inspection of the bottom housing, corrosion was found through the bottom housing on the pcb. The first attempt to download data proved unsuccessful. The batteries were checked and the voltage on the batteries was zero, so the power supply was used in a second attempt to download data; again, this proved unsuccessful. Upon testing the fluid path, insulin was seen leaking past the o-ring, causing insulin to not flow through the fluid path as intended. The pcb was removed from the device and again hooked up to the power supply in a third attempt to download the data, but this was also unsuccessful. The pcb was inspected and corrosion was also found on the asic. Because no data was downloaded, it cannot be determined if there were any drive stalls, timeouts, or alarms during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27.8 mmol/l (500.4 mg/dl) while wearing the pod on the arm for less than an hour.